Event description:
It was reported that an asymptomatic patient's implantable cardioverter defibrillator exhibited far-r oversensing. Programming changes were discussed but not performed. The patient had no adverse consequences.